Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific repliform were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a hysterectomy, bilateral salpingo-oophorectomy, uterosacral vaginal vault suspension, cystoscopy, colporrhaphy with arcus-to-arcus allograft hammock, replacement of the pubocervical fascia, diverticulectomy, urethroplasty, and transvaginal lysis of adhesions during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.